Manufacturer narrative:
Enterra personnel spoke with the physician (B)(6) 2026 who stated she had turned the patient's device off and is scheduling her for repositioning. Enterra personnel also spoke to the patient on (B)(6) 2026 and encouraged her to listen to her doctor about next steps. No date yet for her revision.

Event description:
From the call center: "had your device; put in on (B)(6) 2026. It's defective; shocking me. I'm in pain. Asked my doctor to turn it off/remove it. She wants to move it and turn it back on. My doctor is not taking into consideration my pain and how much worse the device made me."

Manufacturer narrative:
Patient complaint of pain and shocking at ipg site; provider completed revision to move ipg placement. Patient is now doing well. No further action to be taken.